Event description:
Physician performed an occipital tumor operation using duragen. Two weeks postoperatively, on a follow up visit to the physician, it was noted that the patient had developed a seroma (pocket of pus). The physician does not believe this was related to duragen. No other differences were noted following the procedure. The presence of the seroma as described probably indicates an infection and would then necessitate some type of intervention. No further information is available at present.